Event description:
It was reported that the customer was hospitalized unconscious with low blood sugars. There was alcohol in the customer system and customer experienced a concussion. The doctor said the basal rate was set twice as high as they were supposed to be, which resulted in hospitalization.